Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent an orif surgery for medial fracture of the right femoral neck with fns implants. The patient was discharged from the hospital about a month after the surgery and was followed up on an outpatient basis. Cervical shortening was observed during hospitalization, and during outpatient follow-up after discharge, the patient had progressive shortening and complaints of pain. Although cut-out or osteonecrosis were not observed, the surgeon determined to perform a revision surgery via bha because the patient had complained severe pain at the outpatient follow-up on (B)(6) 2023. The patient is stable. No further information is available. This report is for one (1) bolt f/fem neck syst f/construct length this is report 2 of 4 for complaint(B)(4).